Event description:
It was reported that the pt stated the unit stopped working last night. Unit is not sucking out air in the pouch. Had to take to bathroom at least 4x last night. Informed we need to t/s unit- unit passed the water test- adv to make sure to shake the lid to ensure float valve is in place. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. Used with male wicks.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: troubleshooting for symptom: "the device is on but is not suctioning properly" 1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d,e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that pt stated the unit stopped working last night. Unit is not sucking out air in the pouch. Had to take to bathroom at least 4x last night. Informed we need to t/s unit- unit passed the water test- adv to make sure to shake the lid to ensure float valve is in place. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. Used with male wicks.